Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. The reason for call was patient says that for the past few days, the therapy has been "kicking them in the butt" and feels like a little pin prick. Patient wanted to know if they should turn their stimulation off, agent reviewed. Agent assisted patient with turning off their stimulation, patient received a "low communicator" battery message but successfully connected and turned off stimulation. The patient was redirected to their healthcare provider to further address the issue. The patient reported that they will be seeing their healthcare provider (hcp) soon because they have a follow up for a bladder sling they had placed. Additional information was received from the patient. The patient called back and stated they went to get a MRI done but MRI facility told them they need a eos form filled out. Agent confirmed with patient patient had turned therapy off due to previously noted uncomfortable stimulation. Agent reviewed MRI mode was different then just turning therapy off. Agent offered to walk patient through accessing MRI mode, patient stated they need to charge external equipment. Agent was going to offer to email MRI mode instructions or have patient call back but agent stopped being able to hear patient. Agent attempted to call patient back but could not hear any ringing or patient. Additional information was received from the patient. The patient stated that like 6 months ago they felt like a pin pricking their butt, so they turned off their stimulator. The patient said that they just want to get it out. The patient said that they went to get an MRI, but facility refused and asked them to call manufacturer representative (rep) to get a document that states that they ins was off. Agent reviewed and advised patient that they can activate their MRI mode and just show the information to the MRI facility. The patient had the devices but not charge. The patient will charge the devices and will callback if needs assistance activating MRI mode. Additional information was received from the patient (pt). They reported that patient called with answer to questions from patient letter. The patient answered the questions. The patient said device removal was planned. They are having the surgery on tuesday. Pt also reported, their device was not working or doing anything, pt tried every single setting they went to the doctor several times, they felt pricking in their butt, they had several other different procedures done, after getting the device, they had botox and a bladder sling, which are working 65 percent, they had problems trying to get an MRI. Pt said botox seems ok but wears off, it works for a little bit then needs done every 6 months, the bladder sling seems to be working ok. Redirected to their doctor.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.